Event description:
During an embolization of a left internal carotid artery (ica) aneurysm, while attempting to place a 22mm enterprise stent via a prowler select plus with a 45 degree angle at the target site, just below the left pcom, the stent was observed to be in perfect position, upon slow deployment of the stent, just as the last segment just beyond the recapture limit point when the proximal end of the stent deployed and the prowler select plus microcatheter was being removed, the stent migrated proximally, it ended up deploying proximal to the aneurysm neck. The vessel was not tortuous, the enterprise was prepped and delivered per IFU, there was no friction or resistance, all the slack was removed. A second 22mm enterprise stent was successfully placed to cover the neck of the aneurysm. After covering the neck of the aneurysm with the enterprise vrds the aneurysm was then coiled. During the first orbit coil placement, upon detachment, the tail of the first coil (2.5x3.5) appeared to be in the parent vessel lumen; however , this could not be confirmed because there was no dynact angiography available. A second coil was placed. The procedure was completed. The patient was reported to be clinically stable post procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report# 1058196-2009-00115.